Manufacturer narrative:
At this time, the suspect component is not available for return. The customer reported there are no replacement parts for this older model ventilator and will be scrapped shortly. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device suddenly rebooted itself during patient use. The customer reported the patient could not breath for a couple of minutes during rebooting. The customer reported the field service checked the event log and a self reset event was logged. The customer reported the vent was running with ac power, not battery and the "divide by 0 interrupt" event was logged at same time as self reset. The customer determined the most likely cause of the issue is the main printed circuit board assembly. At this time, it is unknown whether or not there was any patient involvement associated with the event.